Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he took the pump off his side to push a button. Customer does not know his blood glucose. Customer tried to press the button on the pump but it did not work. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed button error and received with no button or keypad response due to moisture damage keypad trace. Unable to perform the displacement test due to keypad anomaly. The insulin pump has minor scratched lcd window, cracked case near the display window corners, missing end cap sticker.